Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps (fbf) instrument tip had a scratch, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to have thermal damage on the yaw pulley. The instrument passed electrical continuity and did not have any damage to the conductor wire. The complaint regarding physical damage was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the tip of the fenestrated bipolar forceps (fbf) instrument was found to have a scratch. The customer used a backup fbf instrument to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that the instrument operated as expected during the procedure. The instrument did not exhibit any unintended energy discharge. Damage to the instrument was noticed during the procedure. The surgeon could not recall any inadvertent contact of the fbf with another hard object or instrument.